Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon turning the pump on from storage mode, the pump time and date was incorrect. Tandem technical support guided the customer through updating the time and date on the pump. There was no impact to the customer's blood glucose level.